Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.